Event description:
The complainant stated while getting a pt out of bed, the stretcher began to move, causing the caster to run over her feet. She had a slight pain in her feet, but no treatment was needed.

Manufacturer narrative:
The tech inspected the stretcher and found the brakes would still roll and swivel when the brake pedal was engaged due to worn casters. He replaced the casters to repair the stretcher and the stretcher is now functioning as designed.